Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia of value of 400 mg/dl. Customer stated their blood glucose value at night was 133mg/dl and at morning it was 330mg/dl. Customer stated they feel ok to troubleshoot and using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with syringe. Customer was assisted to perform high performance test and self-test which was passed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did not allege insulin pump under delivery of insulin. Device will not be returned for analysis.